Event description:
While using a byte night aligners, patient reported that they were advised by their orthodontist that the byte treatment may not be able to move their teeth the way it is anticipated. Orthodontist recommended patient stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.